Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot perform x-rays. The patient was moved to another lab to continue which caused delay in the procedure. Review of logfiles confirms the malfunctioning of frontal ip-pc. Upon further investigation, fse restarts/power on ippc several times, but was not able to enable x-rays. The defective part was returned for analysis and showed that no failures were observed. Fse replaced ippc,3 hard drives and loaded system software. After replacement of the ippc and 3 hard drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the x-ray exposure was not functioning. The device was inside of clinical use at the time of the event. Patient had to be moved to another room to complete the procedure. No harm was reported to philips. Philips has started an investigation of this complaint.